Event description:
Information was received indicating that the cadd legacy 1 pump displayed a constant alarming. There were no adverse events reported.

Manufacturer narrative:
Other, other text: additional information received by smiths medical on 04-jan-2021 via email that there was no patient involved. Device evaluation cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be fair condition with cracked housing. Event history log review was performed and found no evidence of reported problem. According the investigation, the device was started in application, and no problems found with beeping or alarming. However, the downstream sensor will be replaced as a preventive measure. The problem source of the reported problem is unknown.